Event description:
Bayer case number: (B)(4). Pelvic pain "[pelvic pain female]", chronic fatigue "[chronic fatigue]", cognitive difficulties "[cognitive disturbance]", sleep difficulties "[difficulty sleeping]", muscle pain, "[muscle pain]", muscle spasm "[muscle spasm]", a sensation of heavy legs "[heaviness in leg]", poor blood circulation, "[disorder circulatory system]", pain similar to that experienced in fibromyalgia "[fibromyalgia]", deterioration in eyesight requiring a new prescription "[vision decreased]", loss of libido (decreased sexual desire) "[loss of libido]", early menopause "[early menopause]", inflammation of the pudendal nerve "[pudendal neuralgia]", urinary problems "[urinary tract disorder]", altered or abnormally strong body odour, "[skin odour abnormal]", cold "[cold]", pale hands and feet "[pale skin]", swollen abdomen "[swollen abdomen]", bloating "[bloating]", significant and excessive flatulence "[excessive flatulence]". Case narrative: the below report was received by health authority ansm (reference number: r2620128) on 15-jul-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("chronic fatigue"), cognitive disorder ("cognitive difficulties"), insomnia ("sleep difficulties"), myalgia ("muscle pain,"), muscle spasms ("muscle spasm"), limb discomfort ("a sensation of heavy legs"), cardiovascular disorder ("poor blood circulation,"), fibromyalgia ("pain similar to that experienced in fibromyalgia"), visual impairment ("deterioration in eyesight requiring a new prescription"), loss of libido ("loss of libido (decreased sexual desire)"), premature menopause ("early menopause"), pudendal canal syndrome ("inflammation of the pudendal nerve"), urinary tract disorder ("urinary problems"), skin odour abnormal ("altered or abnormally strong body odour,"), nasopharyngitis ("cold"), pallor ("pale hands and feet"), swollen abdomen ("swollen abdomen"), bloating ("bloating") and flatulence ("significant and excessive flatulence"). The patient was treated with surgery (to remove essure) and essure was removed on (B)(6) 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, cognitive disorder, pelvic pain, visual impairment, loss of libido, premature menopause, insomnia, myalgia, muscle spasms, limb discomfort, cardiovascular disorder, fibromyalgia, pudendal canal syndrome, urinary tract disorder, skin odour abnormal, nasopharyngitis, pallor, swollen abdomen, flatulence or bloating. The reporter commented: period of occurrence: 8 years. Following the insertion of the essure devices, several symptoms appeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.